Event description:
A customer reported that her adc meter was reading inaccurately compared to competitor's meter and the difference in readings from two different meters was less than 50 mg/dl points. As a result, in 2009, she reportedly was hospitalized and had several episodes of loss of consciousness. However, she was unable to confirm whether or not the reported medical incidents were related to her diabetes. Neither diagnosis nor treatment related to her diabetes was reported. Multiple attempts had been made to obtain more information without any success; hence, no additional information with regards to the medical event is available. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.